Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported toward the end of the procedure the white inner gasket of a 511sd was discovered in the abdomen. It is unk when during the case it came off the trocar. It was retrieved and the case continued with the same trocar. The device was from custom kit by baxter/allegiance. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46990. Date sent: 11/13/1998. D5,6; h4: info not available. Endopath dilating tip trocar: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported "white inner gasket of a 511sd" had become separated from the valve seat. The inner gasket was rec'd dislodged from its original position in a separated sealed pouch but complete. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.